Event description:
It was reported that the customer had high blood glucose levels of over 700 mg/dl. The customer was hospitalized due to diabetes ketoacidosis and was treated with an insulin drip. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and chest pains. Troubleshooting was done. The customer reported multiple no delivery alarms from the insulin pump. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. The customer was advised that a replacement insulin pump would be shipped. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).